Event description:
It was reported that during a vena cava filter placement procedure, the filter became stuck within the delivery sheath. The titanium greenfield vena cava filter was contained within the blue braided sheath. Another filter was then placed successfully, and no pt complications were reported. Pt status was reported as 'ok'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.